Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Event description:
Patient's husband reported ¿left side deformation.¿ later, health professional reported "contracture grade IV." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's husband reported ¿left side deformation.¿ health professional later reported "contracture grade IV." The device remains implanted.